Event description:
Additional information received from the representative reported the doctor indicated the patient was doing well after the por had been initiated, but had no other information.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the power on reset (por) message was seen on the patient programmer. No symptoms were reported.